Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. The damage to the transfer set was the cause of the breach. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique from a damaged transfer set which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient had accidentally gotten their transfer set caught/jammed between their bed and dresser which caused damage to the transfer set. The damage was specifically reported to be where the transfer set connects/screws onto the titanium adapter. The event was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. That same day, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. Two days later, pd therapy was stopped and the patient was switched to hemodialysis. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient is recovering, remains on antibiotic therapy, and remains on hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.